Event description:
It was reported that during a patient follow up visit approximately 6 weeks post a laser photovaporization of the prostate procedure, the patient had significant pain. The patient was voiding very well and thrilled with result, just not happy with the pain. The physician sent the patient from his office to the emergency room (ER) and was admitted under his name. Computed tomography cystogram performed the next day after admission, confirmed a small leak associated with a prostatosymphyseal fistula (ps). Conservative management treatment with catheter was performed and the patient is feeling good. Physician did the roof of the prostate at 120 degree for this patient. In addition, the physician indicated that ps can happen with transurethral resection of the prostate (turp) too.